Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Whilst removing the trident window trial became disengaged from the handle. A bone hook was required to remove the window trial from the acetabulum as the thread had been stripped from the trial.

Manufacturer narrative:
An event regarding stripped threads involving a trident acetabular trial was reported. The event was confirmed. Visual inspection confirmed the reported event; the window trial threads were stripped. No evidence of the original thread condition or potential cross-threading could be determined due to the excessive damage to the threads. The device is missing the black anodized hardcoat and the device identification marking is engraved into the base material of the trial as opposed to a lasermark in the anodization. Additionally, pitting damage was observed on the interior diameter of the trial shell. Material analysis indicated that the missing anodization and pitting damage are consistent with use of high ph alkaline solutions. Based on this analysis, it is believed the device was deliberately modified by the end user. A review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors.device history review could not be performed as the manufacturing lot code of the device is not known. The lot code engraved on the returned device is not a valid stryker lot code. The investigation has determined the device was likely modified by the end user and the engraved catalog number and lot code are not the original markings. Complaint history review could not be performed as the manufacturing lot code of the device is not known. The reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition or potential cross-threading could be observed. The damage to the device is consistent with prolonged use; this device has reached the end of it useable service life. The trident acetabular window trial family has been redesigned to reduce the number of stripping incidents. Based on the findings of the material analysis the complaint device was manufactured prior to implementation of the design change. No material or manufacturing defects were noted during the investigation.

Event description:
Whilst removing the trident window trial became disengaged from the handle. A bone hook was required to remove the window trial from the acetabulum as the thread had been stripped from the trial.